Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the preoperative programming for ipg replacement surgery due to normal expected end of life of the device, the patient stated experiencing gradual decrease in stimulation therapy . Follow up identified during the procedure the physician determined the scs extension was nonfunctional. The physician explanted and replaced the extension which resolved the issue. The patient received effective stimulation post-operatively.